Event description:
A perfusionist team member was setting up for an open heart case. When the team member opened a sterile perfusion pack labelled bb12b75r2 - lot # 227763009 to begin building the circuit for the pump, upon inspection, an unidentified material in a portion of the circuit was identified. Of note, the packing did not appear to be compromised in any way prior to the the team member opening the pack. The tubing and the packaging was immediately sequestered. At no time was there any contact with the patient or the pump.